Event description:
It was reported the ventricular channel of the analyzer is nonfunctioning. The analyzer was returned for replacement. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis could not confirm the reported event. All pins of the patient connector appear to be damaged.